Manufacturer narrative:
The manufacturer's field service engineer (fse) replaced the power supply to resolve the reported issue. The ventilator passed all testing and operated within the manufacturing specifications. The power supply was returned to failure investigation for testing and evaluation. Customer complaint verified. The root cause is a failure of the power supply.

Manufacturer narrative:
The customer ran the unit during performance verification testing at the shop and they noticed that the unit would not charge just as it had happened in november. They suspected an intermittent problem and tried to get the repair done under warranty, but it had expired. The customer confirmed that the unit was never put back on a patient because they had spare units to work with, which explains the lag time for repair between calls. The field service engineer (fse) replaced the power supply and the motor controller printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service. The power supply was returned and tested on(B)(6) 2021. The power supply was tested and it was determined that the customer complaint was verified. Root cause is failure of power supply. The defective mc pcba component was requested to be returned. If part is received, an evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The motor controller pcba was returned for investigation. Visual inspection and testing observed no anomalies.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020. .

Event description:
The customer reported the battery does not charge. There was no patient involvement.